Manufacturer narrative:
A field service engineer (fse) went on-site and found that the pinch valve lv10 was not closing properly. Pinch valve lv10 controls the diluent pump to the probe wash and the diluent pump to the diluent reservoir. Fse replaced pinch valve lv10 and the leak was resolved. The repairs were verified per established procedures. The cause of the leak is attributed to the pinch valve lv10 not closing properly. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a leak of clear fluid at the rinse block of a coulter act diff 2 analyzer. The volume of the leak was about 5 ml. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the event. No injury or exposure was reported. No patient samples or results were affected.